Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 1720. The event occurred during self-test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/14/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a backup capacitor. As a result, the a backup capacitor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.